Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that a loud noise was heard from the device after priming. Per the physician, the catheter was placed on the guidewire while priming. Upon completion, and prior to patient insertion, a loud noise was heard. The physician opted to use another device as a result of the noted issue. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.